Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence indicating that data analysis was performed for this device before the explant procedure. This device was explanted and returned for analysis. The device was replaced for a non-boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence indicating that data analysis was performed for this device before the explant procedure. This device was explanted and returned for analysis. The device was replaced for a non-boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis has not yet been performed for this device. Reportedly, this device was scheduled for explant, however, despite the attempts to gather additional information, there is still no conclusive evidence that indicates the patient underwent a surgical intervention for this device's explant. Therefore, this device is considered to remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction- b5 field: describe event or problem updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis has not yet been performed for this device. The device remains in service. No adverse patient effects were reported.